Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was experiencing confusion and presyncope. The patient¿s cgm at the time was in a signal loss state but the cgm device had not alerted him to being in this state. The patient did not take a bg meter reading at this time. The patient¿s wife treated the patient with juice and sugary foods. After approximately 10 minutes, the patient¿s cgm value returned and was reading 40 mg/dl with no audible alert. The patient was given an additional serving of juice and sugary foods. After approximately 30 minutes, the patient's symptoms began to improve and the cgm was reading 158 mg/dl while the bg meter was reading 163 mg/dl. Within 40-45 minutes, the patient¿s condition fully improved and the patient was feeling well. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.